Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. The inner insulation was kinked and buckled. There was blood in/on helix mechanism. The lead was stretched and noted to be damaged at implant. The analyst noted that there are no setscrew marks on the is-1 pin. The lead was not fully inserted into the device.

Event description:
It was reported that when the lead was connected to the pacemaker the impedance was too high as though "the device didn't recognize the lead". The lead was explanted and replaced. No patient complications have been reported as a result of this event.